Manufacturer narrative:
Other text: g3: china. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that leaking occurred during clinical use. No adverse patient effects were reported.

Manufacturer narrative:
One photo and two samples were received for evaluation. Visual inspection revealed a part of an extension set in the photo and the samples received were in used conditions inside a plastic bag and not in its original packaging; no damage was detected. Functional testing was performed but the reported issue could not be replicated. No root cause could be determined as no device problem was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No action was taken. Email address: (B)(6).